Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 09/30/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h6 component code: g07002 - no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: one opened sample of product was returned for analysis with the packaging and a labeled winding former. Upon initial inspection, no external damages were observed on the returned sample. Visual inspection was performed on the returned sample, and no defects were detected. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related but no defects were observed during the evaluation. A functional test was performed, during the pull off suture-needle test process, the suture was breakage along the suture thread. The needle was not separate from the suture. Based on the information currently available, the breakage suture was identified during the investigation of the sample received. As the product is absorbable suture, it is possible that the suture has begun with the degradation process due to the foil was opened when the sample was received. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The problem of pulling off suture needle happened. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.